Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. If additional information becomes available, a supplemental report will be submitted.

Event description:
Two checkpoints were left in patient, as a result patient was sent back for removal. Case type / application: tka.